Event description:
The patient's parent(s) contacted animas alleging elevated blood glucose (bg) readings while the patient was on insulin pump therapy. The patient's parent reported that on an unspecified date the patient was disconnected from his pump because he was fasting. After 2 weeks of being off the pump, the reporter stated the patient was admitted to ICU on (B)(6) 2011 with a diagnosis of ketosis. The patient's parent reported that the patient's bg readings at time of admission were in the 400-500 mg/dl range. The patient was placed on and insulin drip, was transitioned to injections and then was placed back on the pump on (B)(6) 2011. The reporter claimed the patient's bg was in the "80-40 mg/dl" range while on the injections; however his bg increased to > 250 mg/dl when he was placed back on the pump and reportedly had symptoms of "hyperglycemia". The patient's parent stated the patient was taken off the pump on (B)(6) 2011 and went back to injections and reportedly his bg returned to "80-140 mg/dl" since disconnecting from the pump. It was noted that the patient's hcp felt the pump was not working and insisted on pump replacement. At the time of troubleshooting, the reporter confirmed the pump's date and time were correct and all advanced settings programmed correctly. Customer support noted pump's alarm history was as expected and prime history reflected 2 site changes on (B)(6) 2011. At the time of the call, the reporter informed customer support that the insulin cartridge was empty and therefore troubleshooting could not be continued. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.